Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device did not cycle a breath. The event occurred was unknown. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation of the complaint that the device did not cycle a breath. There were no similar events found during the 12-month service history review. The complaint was confirmed by cycling check test. A probable root cause was the defective function switch and demand valve, and it was replaced.